Event description:
It was reported that the guidewire was found to be frayed upon taking out from the hoop before use. There was no patient injury.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire is confirmed; however, the exact cause is unknown. One 0.018 in. Guidewire in a plastic hoop was returned for evaluation. A microscopic observation revealed the break sites on both the core wire and coiled wire were observed to be tapered. The proximal end of the guidewire was found to be wedged between the plastic hoop clip and the tubing of the plastic hoop, but it was able to be removed without issue; the coiled wire at this end of the guidewire was observed to be uniformly unraveled at this location. No blood residue was observed on the returned sample. The extent of the damage observed on the returned guidewire as well as the observed features of the fracture sites in the core wire and coiled wire of the returned guidewire are indicative of failure due to tensile (pulling) forces. However, because no usage residue was found on the returned sample, it is unknown when or where excessive tensile forces were applied to the guidewire. A lot history review (lhr) of redu3284 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redu3284 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the guidewire was found to be frayed upon taking out from the hoop before use. There was no patient injury.